Manufacturer narrative:
Additional issues were found during the device evaluation. Due to deformation of the scope cover, electrical connector guide pin, and the control unit, water tightness was lost. Due to clogging of the suction cylinder, the suction valve did not return after being pressed. Due to clogging of the suction tube in the control unit, the suction volume did not meet the standard value. Switch one (1) was damaged. Paint on the air/water cylinder was peeled: the control unit was deformed. The forceps channel port was dirty. The forceps elevator lever was deformed. Due to clogging of the channel tube, the suction function did not work at all. Due to damage on the ultrasonic cable, the number of missing elements exceeded the standard value. The acoustic lens was damaged. Due to damage on the acoustic lens, the displayed ultrasound image was defective. The objective lens had a scratch. The connecting tube had peeling coating. Due to clogging of the channel tube, the forceps could not be inserted smoothly. Due to deterioration of the braid of bending tube, tightness of the braid had become uneven. The ultrasonic probe was loose. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, it was noted the channel mount unit on the evis exera ii ultrasound gastrovideoscope had foreign objects due to insufficient cleaning. Additionally, there was a gap between the acoustic lens and the ultrasound probe. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign matter remained in the forceps channel because the air leak occurred from the operation part, scope cover, and connector. Therefore, the reprocessing could not be performed properly. The cause of the gap between the acoustic lens and the ultrasound probe likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."